Manufacturer narrative:
Patient information not known at the time of filing. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a tumorectomy procedure. It was reported that, while entering the username on the screen. The screen froze at the last use and the computer could not be started up even though restarting was tried. The procedure was completed through back-up products. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that when trying to confirm the failure, the issue could not be replicated and the system could be used to complete the procedure.